Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed a scratched lens, battery compartment contaminated, and worn upstream occlusion (uso) seal. There was no applicable evidence to review in the event history log. Functional testing was unable to replicate the reported issue. The root cause could not be determined as the reported issue could not be confirmed. Preventive maintenance was performed. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device gave an occlusion alarm. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.